Event description:
Philips received info from a customer site that the lead counterweights in the x-ray tube column came loose and detached. The electric locks held the extra weight, so the tube and collimator assembly did not fall. No pt was on the table when this occurred; there was no report of injury to pt or operator.

Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to january of 2007. Philips field service engineer (fse) evaluated the system and found that the weight came loose at the point where the two pieces are screwed together. There was no access hole in tubestand to fix this unit or to check the condition of the exact same unit that shares the generator at this site. The customer used velcro and a pipe to restrict movement before 36 inches on the second unit. A series of load tests performed on the unit. Engineering attempted to replicate the potential failure by loading the x-ray tube assembly with weights to simulate the counterweight in the tube stand. The results of the tests were as follows: two identical units with consecutive serial numbers were tested. The unit showed minimal drift of 1" when loaded and with the brakes engaged. The unit can be stopped by the operator if the brakes are released. The unit can be stopped by the brakes if the brakes are reengaged over the 48" travel length of the unit. The unit required at least 14 add'l pounds of force, over the added 25 lbs, to overcome the brakes. The brakes are mechanical and are activated even if the unit is not under power. (B)(4).